Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive no deliveries the insulin pump. The customer's blood glucose reading was 149 mg/dl. The customer stated that there were consistent no delivery alarms during basal. The customer tried different sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites are rotated. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.